Event description:
Related manufacturer reference number: 2017865-2023-46460. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the right ventricular (rv) and right atrial (ra) leads were exhibiting oversensing of noise. The oversensing of noise on the rv lead had also resulted in pacing inhibition. The noise was not reproducible in clinic. Programming changes were made to the rv lead, while no interventions were reported for the ra lead. The patient was in stable condition throughout.